Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure ( stent deformation). Patients condition affected effectiveness of device (lesion morphology - 95% stenosis). Deformation problem (stent deformed). Conclusion results: inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology - 95% stenosis). (B)(4).

Event description:
Device evaluation: the hypotube was kinked. The distal tip was flared. The 7th, 8th, 11th, 12th and 14th proximal stent segments were deformed with numerous struts partially raised. A number of struts on the 1st distal segment were raised and pulled distally. The remaining segments were intact.

Manufacturer narrative:
(B)(4)

Event description:
An endeavor resolute drug- eluting stent was been used to treat a lesion in the lad. The lesion was 95% stenosed. The device was inspected prior to use with no issues noted. The lesion was pre-dilated but device was unable to cross the lesion. On removal it was noticed that the stent was damaged. It is unknown if the procedure was completed. No reported patient complications. Device evaluation: the distal tip was flared. Numerous struts on the 9th, 10th and 11th proximal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).